Event description:
When needle was returned to scrub nurse from the field, the very tapered tip of the needle (less than 0.1 cm) was noted to be missing. A search of the field was done as well as the area of bowel just sutured, but the tiny fragment was not found. The fragment was too tiny to do an x-ray of the abdomen.manufacturer response (as per reporter) for needle, suture, perma-hand-sh, control releaseethicon clinical sales representative reported the incidents yesterday upon leaving our meeting. The complaints department was able to locate the last reported incident and hospital should be hearing something from them today. Thus far there have been no other incidents with the codes and lot numbers that you identified. Our complaints department will be send over ra#'s so we can ship in the samples for them to investigate.